Manufacturer narrative:
The device was found to leak from the exposed portion of the soft cannula; because the cause and timing of the soft cannula tear could not be determined, it could not be conclusively determined if the damage contributed to reported leaked during wear. Blood was observed on the adhesive pad. The formed needle was inspected under magnification; no deficiencies or damages were found that would cause bleeding or bruising at the infusion site. The exact cause of the bleeding event could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose levels rose to 24 mmol/l (432 mg/dl) while wearing the pod for approximately 48 hours. Investigation of the pod (completed 08-jun-2026) found a tear in the cannula. The device was originally reported on 24-mar-2026 for leaking insulin during wear and causing bleeding at the infusion site (leg).